Manufacturer narrative:
The user experienced severe hyperglycemia progressing to diabetic ketoacidosis (dka) requiring hospitalization and IV insulin therapy while on ilet therapy. Dka is a serious metabolic condition requiring urgent medical intervention and is consistent with the reported hospitalization and treatment. Engineering log review confirmed that device data corresponding to the reported event date were available and showed no malfunction alerts, no factory reset, and no motor errors; insulin delivery was occurring as requested and the ilet was responding appropriately to cgm glucose values. Device data confirmed persistent hyperglycemia despite ongoing insulin delivery. The hyperglycemia began following a supply change and persisted despite increased insulin dosing, indicating a likely interruption in insulin delivery such as infusion set or fluid pathway failure. Based on available information, a device malfunction was not confirmed and the event remains cause not established. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On 19-mar-2026 it was reported that on (B)(6) 2026 the user experienced hyperglycemia with blood glucose (bg) levels up to 800 mg/dl, resulting in diabetic ketoacidosis (dka) and hospitalization. The user was admitted on (B)(6) 2026, treated with IV insulin, and discharged on (B)(6) 2026. The user recovered and resumed ilet therapy.